Event description:
It was reported that this system was explanted and replaced due to an unspecified infection. The right atrial and left ventricular leads are not boston scientific product. The system is not expected to be returned for analysis.